Manufacturer narrative:
Information shows that the product within this report was not used or otherwise involved in the reported issue. No further reports will be sent for this product event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: pco2015x parietex pcox 20x15cm x1, (lot # pof0273x), pco12x parietex pcox rnd 12cm x1, (lot # pph0372x). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced infection and recurrence. Post-operative patient treatment included removal surgery.